Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, it was reported by an arthrex employee via email that an ar-1322bnf mini bio-suturetak anchor tip broke by 3mm to 4mm and got stuck in the patient's bone. The broken fragments were not retrieved and the procedure was completed. This was discovered during a procedure on (B)(6) 2023. Additional information requested.